Event description:
Have been symptomatic for years. Extreme symptoms have occurred within last 6 months, such as debilitating fatigue, brain fog, skin rashes, bacterial infections, dry skin and nails, brittle hair and hair loss. Each day is worse than the last.